Event description:
It was reported that insulin pump displayed malfunction code 24 with a non-resettable fault, and no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer did not have backup insulin therapy and planned to contact healthcare provider, while technical support arranged shipment of replacement pump.